Event description:
In this event it is reported that protaper ultimate rotary file f1 25mm broke during use. Reportedly broken piece remains. No injury occurred.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Nothing unusual to report was found during DHR review. Query indicates no additional complaints have been received for this lot number. No other complaints exist for this lot number. All product has been discarded by customer. No further investigation can occur. Root cause is indeterminable.